Event description:
It was reported that the patient arrived into intensive care after returning from the operating room. The clinician pressed the pause button to look at the underlying rhythm, which was asystole. The device screen flashed twice and shut off when the pause button was released. CPR was administered, and the patient was sent back to the operating room for bleeding, possibly a result of the CPR. The patient was treated successfully with a different pacemaker. A 3500a form was subsequently received. The same information was reported, in addition to stating the patient had an extended recovery, was doing well, and discharged to a rehab center. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.